Manufacturer narrative:
This ingevity lead was returned to boston scientifics post market quality assurance laboratory in two segments, having been severed during the explant procedure. Visual inspection revealed a bulged in the insulation ~ 19.5-cm from the terminal pin. This type of damage is consistent with a stylet escaping the lumen.

Event description:
It was reported that this right ventricular lead was an attempted implant due to placement difficulty and insulation damage. The physician tried to place the lead repeatedly. However, insulation damage in the lead was noted. Subsequently, a new lead was placed. No adverse patient effects were reported.